Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 24 months after the implantation, during a follow-up, 12 shocks were seen in the memory of the device. The lead was explanted and replaced. The lead was not returned. No additional adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further investigation the lead demonstrated cuts in its insulation. In these areas blood residuals were found within the lead's lumen. These findings most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.